Manufacturer narrative:
A ge service representative performed an onsite investigation. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that during an exam, the system displayed a high ma error message. This error occurred during a procedure with patient involvement, therefore this malfunction may have resulted in an accidental radiation occurrence. There is no report of injury or death.